Event description:
The patient contacted animas on (B)(6) 2013 and reported issues with pressing the keypad buttons. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump was returned with the contrast button on the keypad inoperable while all the other buttons responded appropriately. Unrelated to the original complaint, the keypad was found to be peeling off. The keypad was removed and there was contamination found under the contrast button. The battery compartment was also found to be cracked along the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.